Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory the cardiosave intra-aortic balloon pump (iabp) had a problem with the starting module, and new spare parts needed to be ordered. There was no patient involvement reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4; d8; d9; g1 contact person-mfg site; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion, component code; h11 corrected fields: d5; e1 initial reporter, address, city, phone number, email; e2; e3; e4 it was reported that during maintenance performed by a getinge filed service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) there was a problem with the starting module . The fse replaced the compressor and starting module. The equipment is tested and put into use after meeting the factory requirements. All functional and safety test performed. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective pneumatic module. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part was not returned. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective pneumatic module. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part was not returned.